Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and required assistance to navigate to the knife and fork option to make a meal announcement; the user¿s glucose was elevated prior to the announcement and they successfully completed the meal announcement, with cause unclear and no alerts or alarms reported. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of back-up therapy. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction identified and no component-specific issue observed. It was concluded, based on previously established findings for similar reports, that the cause was unknown.